Manufacturer narrative:
Date of birth: the patient was born in (B)(6). Initial reporter address: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a small volume folfusor had no flow. This was observed during use. The device was filled with unspecified medication. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Device manufactured between march 22, 2021 to march 23, 2021. H10: the device was received for evaluation containing approximately 93ml of fluid in the bladder. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. After the luer cap was removed, evidence of continuous flow was visually observed at the distal luer. A functional flow rate test was performed and the flow rate was found to be within the product specification range. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.